Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the true metrix meter is "leaking a blue dye". Daughter is calling on behalf of the customer. Customer is feeling well at this time and is not having any diabetic symptoms. No medical attention associated with the use of the product was reported. Caller advised that the meter has never been dropped and there is no physical damage to the meter. No liquid has gotten into the port of the meter per the caller. Test strip lot information was not provided.